Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 270-135-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was closed with a combi stopper (the original wing cap was not handed over by the customer). Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 2 ml/h. Actual: 3.5 ml in 1 h; 7.0 ml in 2 hrs; 118.2 ml in 55 hrs. Leakages were not detected on the received sample. A fast flow (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and there were no such defect encountered during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): flow rate too fast. Emptied after 4 days instead of 6 days- drug: 5fu.